Manufacturer narrative:
A boston scientific technical services consultant discussed that the out of range values could be due to electromagnetic interference (emi). The consultant suggested some troubleshooting and testing they could perform. The caller confirmed that the shock impedance values have been between 40 and 60 ohms. The caller will discuss the clinical observations with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that upon interrogation of this system, a check lead message was noted. The caller stated that there are some shock impedance measurements of less than 20 ohms and some noise which was from a few months ago. The caller stated that since that time, all measurements have been stable. No adverse patient effects have been reported.